Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("after he inserted the second coil the first poked out of tube/ perforation/malposition of essure device: partially out of the tube"), menorrhagia ("heavy menstrual bleeding/heavy bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 50512943) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device had been improperly inserted/was not able to see the device" on (B)(6) 2011. The patient's medical history included vaginal haemorrhage. Concomitant products included medroxyprogesterone acetate (depo provera) from 2006 to 2018 for oral contraceptive as well as celecoxib (celexa) since 2016. On (B)(6) 2011, the patient had essure inserted. In august 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In january 2012, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain/pain"), dyspareunia ("pain during intercourse"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain") and abdominal pain lower ("cramping"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, dysmenorrhoea and allergy to metals outcome was unknown and the menorrhagia, abdominal pain, dyspareunia, dysgeusia, arthralgia and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure confirmation test- doctor stated that the tubes are in place and one coil was poked out of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2011: total bilateral occlusion, perforation (fallopian tube); in october 2011: results: fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("after he inserted the second coil the first poked out of tube/perforation/malposition of essure device: partially out of the tube"), menorrhagia ("heavy menstrual bleeding/heavy bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device had been improperly inserted/was not able to see the device" on (B)(6) 2011. The patient's medical history included vaginal haemorrhage. Concomitant products included medroxyprogesterone acetate (depo provera) from 2006 to 2018 for oral contraceptive as well as celecoxib (celexa) since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain/pain"), dyspareunia ("pain during intercourse"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain") and abdominal pain lower ("cramping"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, dysmenorrhoea and allergy to metals outcome was unknown and the menorrhagia, abdominal pain, dyspareunia, dysgeusia, arthralgia and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure confirmation test- doctor stated that the tubes are in place and one coil was poked out of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion, perforation (fallopian tube); in (B)(6) 2011: results: fallopian tubes occluded. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. New events added- after he inserted the second coil the first poked out of tube/perforation/malposition of essure device: partially out of the tube, pain, abnormal bleeding (general), dysmenorrhea (cramping) and nickel allergy. Event verbatim was updated as device had been improperly inserted/was not able to see the device. Lab data added. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("after he inserted the second coil the first poked out of tube/ perforation/malposition of essure device: partially out of the tube"), menorrhagia ("heavy menstrual bleeding/heavy bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 50512943) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device had been improperly inserted/was not able to see the device" on (B)(6) 2011. The patient's medical history included vaginal haemorrhage. Concomitant products included celecoxib (celexa) since 2016 for depression and medroxyprogesterone acetate (depo provera) from 2006 to 2018 for oral contraceptive. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain/pain"), dyspareunia ("pain during intercourse"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain") and abdominal pain lower ("cramping"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, allergy to metals and vaginal haemorrhage outcome was unknown and the menorrhagia, abdominal pain, dyspareunia, dysgeusia, arthralgia and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test- doctor stated that the tubes are in place and one coil was poked out of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, perforation (fallopian tube); in (B)(6) 2011: results: fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: pfs received event " abnormal bleeding (vaginal)" was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.